Event description:
It was reported that the catheter became occluded. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat an occlusion. During the procedure the catheter became occluded. The device was removed and a second jetstream catheter was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the catheter became occluded. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure to treat an occlusion. During the procedure the catheter became occluded. The device was removed and a second jetstream catheter was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this jetstream xc-2.1 atherectomy catheter was visually and microscopically examined for any damage. Visual examination showed multiple areas of severe damage. The shaft showed buckling and kinks of the catheter shaft, buckling and kinks of the infusion sheath and total stripping of the catheter outer sheath to expose the drive coil. This damage was from 1cm from the tip to proximal 27cm from the tip. No functional testing of this device could be conducted, due to the severe catheter shaft damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of evacuation issues could not be confirmed; however, severe shaft damage was confirmed.